Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was blinking and did not progress. A field service engineer (fse) contacted technical support specialist and receded secure digital (sd) card but still screen flashed and issue persisted. Then reported that the sd card needed to be replaced and was ordered. After that, the fse connected to the station through remote support and found the refrigerator back online and functioning normally. The drawer failure message disappeared, and the system operated as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus. The customer processed the proper reboot instructions, but the screen just flickered on and off. Also, it was failed for complete recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.